Event description:
A materials mgr reported that a glaucoma shunt was removed and replaced due to it becoming clogged and would not drain properly. The materials mgr reported the pt was doing well following the exchange. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Add'l info was requested on 1/25/2012 and 1/3/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).